Manufacturer narrative:
The intraocular lens was not received by the manufacturer for analysis. The lens met all manufacturing specifications prior to release. The cause of this event is undeterminable but not thought to be manufacturing related. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that during insertion of the intraocular lens (iol) the trailing haptic was damaged and the lens was removed. While inserting the replacement iol the patient's posterior capsule ruptured. The surgeon reported there was no serious patient injury and the patient's outcome is good.